Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 350 mg/dl and increased to 540 mg/dl. The patient treated via insulin pump bolus; prior to bolusing the customer had to change their infusion set. The patient's blood glucose at the time of call was 121 mg/dl. During troubleshooting the drive support cap appeared normal. The customer was advised to change their infusion set, reservoir, and insulin and resume treatment per health care professional's instructions. The insulin pump was not returned for analysis.